Event description:
It was reported that the user was unable to lock the connector in place during a supply change for the ilet system, and after obtaining a new connector the user successfully completed the supply change, indicating a connector/coupler fitting problem. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical issue related to the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.